Event description:
It was reported to boston scientific corporation that a hedgehog sweeper brush was used during a scope cleaning on (B)(6) 2024. During scope cleaning, the hedgehog sweeper brush came off and fell into the scope. Reportedly, the detached brush was able to be retrieved successfully, and the scope cleaning was completed using another of the same device. There was no patient involvement in this event. Additional information received on january 13, 2025. The brush sheath was inserted, and the detached brush was pushed out.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h2: block b5 was updated with additional information received on january 13, 2025. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h11: additional information: section b5 (describe event or problem), additional MFR narrative field was updated based on additional information received on january 13, 2025.

Event description:
It was reported to boston scientific corporation that a hedgehog sweeper brush was used during a scope cleaning on (B)(6) 2024. During scope cleaning, the hedgehog sweeper brush came off and fell into the scope. Reportedly, the detached brush was able to be retrieved successfully, and the scope cleaning was completed using another of the same device. There was no patient involvement in this event.

Manufacturer narrative:
D4: this is a non-sterile device with no expiration date. H6: imdrf device code a0401 captures the reportable event of brush break.